Manufacturer narrative:
The device was not returned; therefore, a device analysis could not be completed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient passed away while connected to the homechoice device at the end of therapy (low ultrafiltration drain 4 of 4). The cause of death was not reported. It was not reported if an autopsy was performed. No additional information is available as the caregiver declined to be contacted and declined for the pd nurse to be contacted for additional information.